Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-04814 pertains to the initial ultraflex stent that was implanted on (B)(6) 2010. Manufacturer report # 3005099803-2010-04815 pertains to the second ultraflex stent that was implanted on (B)(6) 2010. It was reported to boston scientific corporation that two ultraflex covered esophageal stents were used to treat an esophagotracheal fistula in a patient. According to the complainant, after the initial stent placement procedure on (B)(6) 2010 (subject of manufacturer report # 3005099803-2010-04814), the patient continued to exhibit symptoms of the fistula. An endoscopic inspection on (B)(6) 2010 revealed no issues with the look or position of the stent, and there was no subsequent coughing while the target site was rinsed with water. However, the patient continued to complain of coughing after eating. Therefore, an x-ray/barium swallow was performed, which revealed that contrast media was leaking into the lung through the fistula. There was no tissue ingrowth into the stent. On (B)(6) 2010, another egd procedure revealed that there was a hole in the covering of the stent at the level of the fistula (no issues were noted with the metal body of the stent). The physician decided to place a second ultraflex covered esophageal stent (subject of manufacturer report # 3005099803-2010-04815)within the first stent in order to seal the leak. There were no reported stent placement issues during this procedure, and the stent was not post-dilated. No perforation was noticed. On (B)(6) 2010, a couple of hours post-procedure, the patient passed away. The physician added that the patient underwent chemo-radiation for a primary non-small cell lung carcinoma in 2009, and she exhibited stable disease progression. Pathology confirmed that the patient suffered from hemoptysis (caused by the recurrent disease), and therefore, the physician diagnosed and treated the fistula with the ultraflex esophageal stent. The physician added that the hemoptysis was also due in part to the aspiration pneumonia, which again was associated with the fistula. Additionally, the physician concluded that the hemoptysis which followed the placement of the second stent was not related to the devices themselves. Rather, the physician suspects that the cause of death was due to the underlying aspiration pneumonia and the recurrence of the non-small cell lung carcinoma. There is, however, no definitive proof that final egd and stent placement procedure did not have some contributory role to the event.

Manufacturer narrative:
Patient reported to be over 18 years of age.(B)(4).dr (B)(6).the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.